Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cracked/damaged casing (moisture ingress) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing response issue.

Manufacturer narrative:
During investigation, there was evidence of moisture in the battery compartment. A leak test was performed and it was confirmed that there was a battery compartment leak. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads traveling down to the case seal. It was also cracked below the bumper pad at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.